Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved aspiration of water through the instrument/suction channel with a suction pump and flushing of the air/water channel with air and water using the cleaning adapter. Manual cleaning was done within an hour after the procedure. The scope passed a leak test and enzymatic (manufactured by ck surgitech) was used as a detergent for manual cleaning. The instrument/suction channel, suction cylinder and instrument channel port were brushed during manual cleaning. Manual disinfection was not done. An soluscope sprint aer was used with soluscope c (manufactured by ecolab) as the detergent and peracetic acid (manufactured by ecolab) as the disinfectant. The aer was tested and had negative microbial testing results. There were no defects with the aer. All channels were connected with tubes when setting up the aer, the concentration and expiration of the disinfectant was controlled, the water quality of the rinse water was controlled, and the water filter was replaced periodically in accordance with the instruction for use. The scope was dried using the aer and stored in an ecolab drying cabinet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope tested positive multiple times in (B)(6) 2023. The scope was quarantined after testing positive and was noted to be new. The customer noted the plumbers at the site had done their weekly flushing of pipes and filter changes. The scope was last reprocessed on (B)(6) 2023. There was no reported patient harm or impact due to this event.